Event description:
It was reported that the pacemaker system had triggered a lead safety switch (lss) due to an out-of-range impedance measurement and noise of the right ventricular (rv) lead. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).